Event description:
It was reported that left bundle branch block (lbbb) and embolization occurred. The native aortic annulus was 22.5mm in diameter with mild to moderate leaflet calcification. A 23 mm lotus edge valve was selected for implant. During deployment of the lotus edge valve there was a mild waist on the noncoronary cusp side and the implant depth was approximately -3 to -4 mm. A new onset lbbb occurred. The lotus edge valve was released. After release, the sheathing aid near the left coronary cusp got stuck. The sheathing aid appeared perpendicular to the valve frame. After approximately 90 to 120 seconds of gentle pulling and wire advancement, the sheathing aids freed. Upon release of the sheathing aids, the lotus edge valve moved 15-20mm superior into the sinotubular junction. The physicians opted for surgery where the lotus edge valve was explanted and a 21mm surgical valve was implanted. The surgery went without any complications. The patient is stable and recovering.